Event description:
The customer reported that the ortho provue analyzer reported a false negative result on a pt sample. False negative results could lead to improper pt treatment. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the pt sample was positive by an alternate method. A field engineer went to the site and performed handler and camera adjustments. An add'l visit to the site the next day resulted in the replacement and adjustments. Of the reader camera. The repairs have returned the instrument to its expected operation. The root cause is machine related.